Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery to implant the tfna long implants for a subtrochanteric fracture of the right femur. The end cap was not inserted fully into the nail and protruded slightly from the nail. The sales rep informed the surgeon of the possibility that soft tissue may have been entrapped during insertion of the end cap, that the locking mechanism of the nail was not fully descended, etc. However, at the surgeon's discretion, the surgery was terminated without reinserting the end cap. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable. No revision was required. This report involves one unk - nails: tfna. This is report 2 of 2 for pc-001633164

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown - nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.